Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A field service technician (fst) performed an on-site investigation for a reported v105 stuck closed alarm that occurred during a patient's treatment. The fst was unable to duplicate the reported issue during the investigation but did calibrate the pressure transducer as a preventive measure. The machine passed testing and functional checks without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction : concomitant medical products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fst (field service technician) was called onsite by a user facility to repair a 2008t machine with a reported 'v105 stuck closed' alarm during patient treatment. The fst was unable to duplicate the reported issue but did calibrate the pressure regulator as a preventive measure. Machine functional tests were completed and passed onsite after repair. During follow up, the facility's biomed and the clinic manager reported that the patient¿s estimated blood loss was 250ml. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The transducer was replaced on the machine which resolved the issue. The machine has been returned to service.